Manufacturer narrative:
The following samples were received: an unopened blister packaging of 2 pcs 50ml lock tip syringe with lot, and an unused sample and both were in good condition. Visual inspection revealed no anomalies. The ig was properly attached to plunger. Aspiration was performed on the actual sample, and was verified that there was no leakage between the ig and plunger. Retention samples of the involved product/lot number combination were evaluated. Visual inspection revealed no defects. Simulation was conducted on the actual samples and the retention samples which revealed no anomalies, and were within manufacturer specification. A review of the lot history files was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspections. All samples are checked for molding status of the barrel and assembly status. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported syringe leakage. The following information was provided by the user facility: when the cytostatic dose was made with a 50ml syringe, solution came out of the piston end. The users reported that the pistons have been loose as usual, and suspected that the syringe had leaked from the plunger. There was no patient involved, the event occurred pre-treatment.